Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (429 mg/dl). Customer reported the cause for the elevated bg levels were unknown. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to bring bg levels back to target range.